Manufacturer narrative:
The customer's complaint of a hole in the tubing under pressure could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reports under pressure, the product is blowing a hole in the tubing when it is attached to a patient. There was no patient harm.